Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had split cracks on the keypads and it was sticking out already also mentioned about failed sensor last week due to calibration that was not accepted. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with no response from any buttons due to corroded electronic assemblies. Unable to perform self test and displacement test due to keypad anomaly. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, cracked battery tube threads, scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window cover and keypad overlay texture damage. The p-cap does lock properly.